Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and deflated when received. Microscopic examination of the balloon presented no damage or irregularities. Microscopic examination of the manifold presented no damage or irregularities. Microscopic examination revealed that the shaft was buckled 4mm proximal of the proximal balloon bond. Microscopic examination of the hypotube presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the catheter would not inflate due to the dried contrast in the lumen. The device was soaked in a warm water bath to loosen the dried blood for 14 days. The device was attached to an inflation device after soaking and when pressure was applied, the balloon inflated with no issues to rated burst pressure (rbp). The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflation took about 5 minutes. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A guidewire was advanced to cross the lesion. Subsequently, a 3.00mmx15mm nc emerge balloon catheter was advanced for dilation. After inflation at 14 atmospheres, balloon deflation was attempted; however, it took so much time to deflate. Eventually, balloon was deflated and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the moderately tortuous and mildly calcified distal left circumflex artery (lcx). A guidewire was advanced to cross the lesion. Subsequently, a 3.00mmx15mm nc emerge balloon catheter was advanced for dilation. After inflation at 14 atmospheres, balloon deflation was attempted; however, it took so much time to deflate. Eventually, balloon was deflated and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.